Event description:
It was reported that prior to a procedure a farawave pulsed field ablation catheter was selected for use. When the catheter was being prepared the flushing port broke and detached from the handle. The catheter was replaced in order to complete the procedure with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a procedure a farawave pulsed field ablation catheter was selected for use. When the catheter was being prepared the flushing port broke and detached from the handle. The catheter was replaced in order to complete the procedure with no patient complications. The device was returned for analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection. It was observed that the flush line connector was detached from the catheter. The reported clinical observations were confirmed.